Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received target device shows normal signs of usage, overall. However, one of the pegs in the target device which engages with the nail was found to be broken. The breakage surface reveals a brittle fracture pattern. The peg on the opposite side was found to be having a dent. Also, as per the additional information received, the pegs at the proximal side of the nail that was used were also found to be broken. All these signs are evident of the fact that there were some high handling forces involved during nail insertion, including external impaction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. Based on the above investigation the root cause can be attributed to a combination of two factors- normal device wear and sudden high forces induced due to user handling issue, but predominantly it is attributed to normal wear and tear of the device. If any further information is provided, the complaint report will be updated.

Event description:
The teeth/pins on the adapter of the target unit are broken off. Surgical delay of 15min. Not longer.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The teeth/pins on the adapter of the target unit are broken off. Surgical delay of 15min. Not longer.